Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range (oor) shock impedances on the right ventricular (rv) lead, measuring 151 ohms. Boston scientific technical services reviewed the latitude remote report and observed that impedances have been varying over the past year measuring from 90-160 ohms. There was no noise noted and pacing impedances were within range. Technical services recommended performing commanded shock testing. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range (oor) shock impedances on the right ventricular (rv) lead, measuring 151 ohms. Boston scientific technical services reviewed the latitude remote report and observed that impedances have been varying over the past year measuring from 90-160 ohms. There was no noise noted and pacing impedances were within range. Technical services recommended performing commanded shock testing. This ICD and rv lead remain in service. No adverse patient effects were reported.